Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery (rca). A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured upon first inflation at 12 atmospheres. The device was removed using normal method without any problem. The procedure was completed with a different device. There were no complications reported, and the patient was in good condition post procedure.